Manufacturer narrative:
The device and a 7 1/2" loose segment of catheter were returned to the MFR (MFR.) And have been analyzed as follows: visual and microscopic examination of the device septum revealed normal usage with no internal damage. The 7 1/2" loose segment of catheter appears to have been torn flush with the device bayonet lock. The proximal end of the catheter revealed irregularly cut material which would have been located underneath the device bayonet lock. The damage seen is consistent with excess force/turning being applied when attaching/disconnecting the catheter to/from the bayonet lock. Discoloration, compression marks, longitudinal slits (2) and irregularly cut material were seen approximately 5 3/8" from the distal end of the catheter. The damage seen in this area is consistent with "pinch-off sign." The device and 7 1/2" loose segment of catheter were patent with no resistance felt when flushed with 5cc of sterile water. A clear particle free fluid was collected. No leaks were noted when the damaged area of the catheter was segregated and the device/catheter were pressurized with air and fluid. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that the catheter broke in the union sideport" has been confirmed. Excess force/turning appears to have caused the damage found during the MFR.'s analysis of the device, has been confirmed. Excess force/turning appears to have caused the damage found during the MFR.'s analysis of the device. No further details are available. The distributor will be notified of the MFR.'s findings and sent the device clinician's manual to be forwarded to the facility/physician for their review. The MFR. Is now closing the file on this event. Submitted to the FDA 4/21/1998.

Event description:
On 02/09/1998, the MFR's (MFR.) Intl distributor informed the MFR via fax that a customer in their territory has reported four (4) events (ref. MDR#'s 12209230-1998-00010, 011 and 012 for the other three (3) events) concerning this product. This report concerns the fourth event. The faxed report states the following: the events reported were related to four (4) units of this product and involved two (2) lot numbers. One unit was noted to be from lot #13595 and three (3) units were noted to be from lot #13706. Two (2) of the devices were implanted by the same physician; however, the lot number of the device implanted by this physician were not identified. The other two (2) device were implanted by two (2) different physicians and the lot number implant by these physicians was not identified. The report states the problem was that the connection between the device and catheter broke at the moment of implant. No further details were provided at this time.